Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Because a sample was not returned and no lot number was provided, the root cause for the blunt knife experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A surgeon reported that a lance was blunt and would not go through the cornea during a cataract procedure. A new lance was obtained and the case was completed with no harm to the patient.